Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Severe pain in both upper and lower extremities [pain in extremity]. Numbness in both upper and lower extremities [hypoaesthesia]. Tingling in both upper and lower extremities [paresthesia]. Spasms in both upper and lower extremities [muscle spasms]. Severe headaches [headache]. Digestive issues [dyspepsia]. Balance issues [balance disorder]. Case description: an attorney reported that their client, an adult female, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 2003 to present, after using super poligrip denture adhesive cream from approximately 2002 to 2003, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage that resulted in symptoms that included severe pain in both upper and lower extremities, numbness in both upper and lower extremities, tingling in both upper and lower extremities, spasms in both upper and lower extremities, severe headaches, digestive issues, and balance issues. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.